Event description:
The user of an xn-10 automated hematology analyzer (serial number (B)(4)), reported to a technical integration specialist (tis) on (B)(6) 2013, regarding an erroneous low hemoglobin (hgb) result that was reported to the physician resulting in a (B)(6) old female patient to be transfused unnecessarily. The patient was drawn in the emergency room, sample ID (B)(6), and tested on (B)(6) 2013 at 11:27. The analyzer judged the sample as "positive" and generated interpretive program (ip) message flag "anemia." The laboratory did not perform repeat analysis of this sample as this was not their laboratory policy and reported the erroneous results. The patient was transfused with two units of packed red blood cells (rbc). A subsequent sample was drawn after the transfusion on the following day, sample ID (B)(6). The physician questioned the possibility of an erroneous initial result due to the abnormal elevation of hgb and hematocrit (hct). It is unknown if delta checking is used at this laboratory. The patient suffered no ill effects as a result of the transfusion of two units of blood.

Manufacturer narrative:
Review of the data provided displays initial analysis of the sample ID had multiple parameters with an asterisk, "*," attached to the result. This indicates that the reliability of the data is low and requires verification of results prior to reporting. The specimen was not repeated, nor a blood smear reviewed by the user to verify the results. The xn-10 analyzer did alert the user of an abnormality in the analysis requiring verification. A field service representative (fsr) was dispatched to inspect the analyzer. No analyzer malfunction was identified by the fsr. The fsr made slight adjustment to the aspiration piercer; however, did not contribute to event. Good laboratory practice requires the user to verify any values that are judged "positive," particularly results that typically are considered critical as in this event. The patient was not redrawn until the following morning, after the transfusion of the packed rbc units. The analyzer performed within manufacturer's specification. This issue will be reported on the basis that incorrect results led to a patient receiving an unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, development of antibodies, etc.